Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Investigation outcome: it was reported that a patient was intubated and on assisted ventilation beginning (B)(6) 2025, with spo2 maintained at 91¿100%. On (B)(6) at 04:20, the patient¿s spo2 decreased to 75%. Suctioning by the nurse and bronchoscopic suction by the physician did not improve oxygenation. On re-examination, the ventilator¿s delivered tidal volume was <280 ml despite a set tidal volume of 500 ml. The ventilator was immediately replaced, after which the patient¿s spo2 improved to 100%. Results from partner investigation confirmed the complaint. The customer tested the device but could not duplicate the issue; therefore, the cause could not be determined. 1. No issues were found during the ventilator testing, and it is functioning normally. 2. Our agent engineers regularly visit the hospital to solve problems in a timely manner and ensure the normal use of the machine. 3. When using, it was found that the spare machine was replaced in a timely manner without causing any harm to the patient. In summary, the risk is controllable and no control measures need to be taken. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "on august 24, 2025, the patient was given tracheal intubation and assisted breathing to improve oxygenation. The blood oxygen saturation was maintained at 91% -100%. On august 28 at 04:20, the patient's blood oxygen saturation was monitored to have decreased to 75%. After nurse suction and doctor's bronchoscopy suction, there was still no improvement. Upon re-examination, it was found that the tidal volume of the patient's ventilator was less than 280ml (set to 500ml), and the ventilator was immediately replaced. The patient's blood oxygen saturation increased to 100%." No health consequences or impact. Intervention necessary: nurse suction, doctor bronchoscope suction.